Event description:
Reported as a leak. " the lap-band system not holding fluid. The port was explanted only."

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Performance tests indicate leakage from the bottom of the access port. Another breakage was noted in the port tubing which appears to have been caused by a sharp instrument. This breakage may have been made to facilitate removal of the device, and may not be the cause of the leakage. There was an observation of pulled material from the port septum. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Labeling recommends the use of a non-coring, deflected tip (huber tip) needle for access of the port septum during post operative adjustments.